Manufacturer narrative:
A ge representative evaluated the system and replaced the x-ray tube power supply. System operates as intended. (B) (4)

Event description:
The customer reported a system malfunction, there is a problem with the tube power supply. No patient injury was reported.